Manufacturer narrative:
Conclusion code no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 1 because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8596, lot# b005120n27, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. Product ID 8598, lot# b005358n03, implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 189.7 mcg/day; brand and lot # not able to be obtained) and dilaudid (170 mcg/ml at 32.24 mcg/day) via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. The patient¿s other medications included valium, zofran, zantac, tylenol, and lexopril. The patient¿s medical history included a near drowning. On 09-may-2016 it was reported that the patient exhibited questionable symptoms of baclofen withdrawal after the pump was replaced on (B)(6) 2016. The patient had symptoms of extreme agitation and diaphoresis. There were no environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2016 a catheter dye study was negative, a rotor study was negative, and the side access port had sluggish withdrawal of fluid. On (B)(6) 2016, an ap-lateral x-ray was ¿unremarkable¿. They increased the infusion rate; they doubled the baclofen to 380 mcg/day and the dilaudid to 64 mcg/day without effect. The patient¿s symptoms were controlled upon discharge from the hospital on (B)(6) 2016, but then the patient started exhibiting symptoms of agitation and diaphoresis and was admitted on (B)(6) 2016. On (B)(6) 2016 the physician replaced the existing medication in the pump reservoir with the same concentration of medications and decreased the infusion rate back to baclofen (189 mcg/day) and dilaudid (32 mcg/day). The patient was treated with IV (intravenous) dilaudid and IV ativan which controlled the symptoms. Oral norco did not seem to help patient's symptoms of baclofen withdrawal. On (B)(6) 2016 the patient was taken to surgery. During the procedure, when the physician disconnected the existing catheter from the pump, a sluggish retrograde drop of fluid was seen. The physician felt that a granuloma may have been the cause of the withdrawal issues. The catheter was replaced. It was unknown if the event was resolved. After the catheter replacement, the decision was made to restart the pump at half the current dose, so the pump was programmed to baclofen (94.8 mcg/day) and dilaudid (16.12 mcg/day). The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
Concomitant medical products: catheter product ID neu_unknown_cath, product type: catheter. Analysis of the 8596 catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete returned in segments. Analysis of the 8598 catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete returned in segments analysis of the unknown catheter revealed catheter sc connector coring-tears-cuts in seal. Under microscope inspection a deep, circular coring can be seen in the bottom of the cup of the sc connector of segment 1 consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing in the lab showed the sc connector to be leaking, most likely due to the coring that was seen. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.